Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Friend is calling on behalf of the customer. The e-3 error occurred when the test strip was inserted into the meter. At the time of the call, the customer reported feeling dizzy. Customer was using proper testing technique. The test strip was not left out of the vial too long and customer stated he did not leave the vial open. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 213 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/16/2019 and open vial date is (B)(6) 2018.